Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomaly noted, no excessive no delivery or occlusion alarm noted. Device received with cracked battery tube threads. The test infusion set and reservoir does lock into place.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump up button had to be pressed more than once at times. Customer stated insulin pump was chipping and plastic missing at reservoir compartment and also had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.